Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the display screen was dim, discolored and difficult to read. Patient acknowledged that there was no trauma or moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the pump powered on with a dim, discolored display screen. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn. The bolus button responded appropriately to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction: serial number was originally reported as (B)(4); the correct serial number for this device is (B)(4).